Event description:
It was reported that the device was explanted approx after implant duration of 2 months. Due to unk reason. No further details were provided. Info learned from the implant pt registry.

Manufacturer narrative:
Device not returned.